Event description:
The customer reported that a 500 ml bag of heparin was hung and the pump was programmed for 1450 units/hr or 29 ml/hr at 3:06 am. At 6:15 am, the pump alarmed for kvo and the heparin bag was found empty. The volume infused on the pump showed 85 mls. Stat ptt ordered. The patient had mild epistaxis, and was given medication to counteract the heparin overinfusion. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.